Manufacturer narrative:
No complaint was received initially. Failure event observed during analysis. Analysis done on product in 2017865-2019-11060 indicated that the device in that report exhibited backup vvi (bvvi). The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset (por). The device was tested on the bench and arc marks and lead material was noted on the device can. The cause of the bvvi was consistent with lead arcing to the device can.

Event description:
This report is to advise of an event observed during analysis.